Manufacturer narrative:
Initial reporter occupation: rt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a transjugular liver biopsy procedure, a micropuncture transitionless stiffened cannula access set's outer sheath separated upon insertion of the device. Access was obtained in the internal jugular vein and the access site was reportedly extremely scarred. Advancement of the introducer was extremely difficult. The resistance encountered necessitated the use of multiple cook dilators, up to 8 french, to dilate the access site. The outer cannula/sheath separated and subsequently migrated to the right side of the patient's heart. The user attempted to retrieve the separated portion of the device two times with a snare; however, this was unsuccessful, and the distal piece of the device remains lodged in the heart. The patient is reportedly asymptomatic. There have been no adverse effects due to this event.

Event description:
Additional information was received 30jul2022. The sheath fragment was successfully retrieved from the patient and sent to pathology on (B)(6) 2022. There have been no other reported adverse effects to the patient, who is reportedly doing well.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a transjugular liver biopsy procedure, a micropuncture transitionless stiffened cannula access set's outer sheath separated upon insertion of the device. Access was obtained in the internal jugular vein and the access site was reportedly extremely scarred. Advancement of the introducer was extremely difficult. The resistance encountered necessitated the use of multiple cook dilators, up to 8 french, to dilate the access site. The outer cannula/sheath separated and subsequently migrated to the right side of the patient's heart. The user attempted to retrieve the separated portion of the device two times with a snare; however, this was unsuccessful, and the distal piece of the device remained lodged in the heart. The patient was reportedly asymptomatic. Additional information was received (B)(6) 2022. The sheath fragment was successfully retrieved from the patient and sent to pathology on (B)(6) 2022. There have been no other reported adverse effects to the patient, who was reportedly doing well. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned for investigation. The outer catheter was separated approximately two centimeters from the hub. A document-based investigation evaluation was performed. There have been no other reported complaints for this lot number. One relevant non-conformance was noted on a subassembly lot; however, all affected product was scrapped, there are 100% inspections in place to capture the non-conformance, and there is objective evidence that the DHR was fully executed. The product IFU states ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt¿. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s anatomy contributed to this event, as the access site was extremely scarred, and resistance was encountered during insertion. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient or event has been received since the last medwatch report was submitted.